Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32656, 3006705815-2020-32657, 1627487-2020-47680, 1627487-2020-47681. It was reported the patient had an infection at an unknown location. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.